Event description:
Information received indicates the siderail is not latching into the raised position.

Manufacturer narrative:
The technician found the siderail latching assembly was very gummed up. He attempted to clean the assembly but could not. He replaced the siderail latch assembly to repair the bed.